Manufacturer narrative:
Data solutions country specialist performed an assessment of the reported event and confirmed that the customer has misinterpreted the data and/or information provided by the device. The cause of the reported issue was user error.

Event description:
The customer contacted stryker to reported that the paddles ECG and ECG cables were reading different rhythms. This issue has the potential to either delay, or prevent, defibrillation from being delivered this issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A third party service agent evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
The customer contacted stryker to reported that the paddles ECG and ECG cables were reading different rhytms. This issue has the potential to either delay, or prevent, defibrillation from being delivered this issue is patient related; however there was no adverse patient outcome reported.